Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Dec 1, 2025 is an estimated event date.